Event description:
A report was received from a user facility that, after a few days use, the numbers on the catheter designated for 24 hours use, are rubbing off. The facility stated that they typically change out the device at one week when they change the ventilator circuit. No pt injury or medical intervention was cited.